Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion and returned for analysis with no allegations from the field. Initial analysis found the device failed to meet labeled longevity. No adverse patient effects were reported.

Manufacturer narrative:
This device is in detailed analysis. This report will be updated when analysis is complete.